Event description:
User experienced problems with control and patient results for calcium. The user ran a few patients and calcium recovery appeared high. The user provided results for one patient that were discrepant. The sample was initially tested at another facility and gave a calcium result of 9.5 mg per dl. The analyzer or method used was not provided. The same sample was then tested on the device documented in this report, giving a result of 10.4 mg per dl. User said the calcium result of 10.4 mg/dl was not reported to the physician and the patient was not adversely impacted in any way by the erroneous result. The field service representative found the system was contaminated and performed a system decontamination. In addition, he replaced the assemblies for the sample probe and r2 reagent probe and also replaced the photometer lamp. The reaction cuvettes were also replaced after cleaning and flushing the reaction bath. To verify analyzer performance, photometric calibrations, controls and 10 sample precision on calcium and glucose was run, with all results within specification.